Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2019 the following findings: during investigation, the pump was returned with a cracked battery compartment and stripped battery cap threads , returned stripped cap is unable to secure in order to power on the pump. A test battery cap was able to tighten to the cracked compartment in order to maintain power connection . All above testing was completed using test cap animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On 19-mar-2019, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.